Event description:
A nurse manager reported that the vitrectomy probe did not cut but aspirated at the beginning of surgery. There was no pt impact. The vitrectomy probe was replaced and the procedure was completed. No add'l info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).